Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt's husband reported that the pt's infusion device shut down without warning and the pt experienced elevated blood glucose of up to 20 mmol/l (360 mg/dl). In 2009, the pt visited her physician and she switched to the replacement infusion device. The basal rate of the infusion device shows 10 units of insulin per day, but the pt's diabetes management software shows that 3.3 units of insulin per day was used. The pt believes this shows that the infusion device does not function properly. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.